Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.